Event description:
A nurse reports an error code during surgery. The case was cancelled and rescheduled. It is unknown if there was any patient impact/injury associated with this event. Additional information has been requested.

Manufacturer narrative:
Waiting for evaluation results.